Event description:
It was reported via a legal notification that a patient, initial left tkr implanted with optetrak devices including optetrak logic tibial inserts made of polyethylene, whose arthroplasty was done correctly and did not deviate from accepted medical custom and practice with regards to the implantation of the optetrak device, had mris performed on his left knee which demonstrated polymeric wear. The patient was advised that his knee replacement failed with respect to his left knee for reasons related to the defective device. Upon information and belief, as a result of the optetrak device failure, the plaintiff underwent revision surgery on his left knee, approximately 10 years 7 months post the initial procedure for issues including but not limited to, polyethylene wear, bone loss, osteolysis, and/or component loosening. The operation revealed delamination of the polyethylene and severe osteolysis resulting from polyethylene particulate debris. The patient experiences daily pain and discomfort in his knee which limits his activities of daily living and impacts his quality of life. As a direct and proximate result of the defective nature of the defendants¿ optetrak device surgically implanted in the patient which necessitated premature removal, the plaintiff suffered and will continue to suffer serious personal injuries, including pain, impaired mobility, rehabilitation, medical care, loss of enjoyment of life, and other medical and non-medical sequalae. No further information.